Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that we recently experienced a device failure during a mission. We attempted to use an ez-io g3 and while the battery light indicated green the driver had inadequate torque to place a pediatric needle. The patient's condition is unknown at this time.

Event description:
It was reported that we recently experienced a device failure during a mission. We attempted to use an ez-io g3 and while the battery light indicated green the driver had inadequate torque to place a pediatric needle. The patient's condition is unknown at this time.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn h26245) was returned for evaluation. Upon receipt, the driver was visually inspected. No physical damage was observed. When the trigger was pulled the driver was operable with a red blinking led light displaying. The driver was received in the black transport cradle. Investigation pictures have been attached to file. The driver was subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3). Insertion 1: 2.60 secs. Other remarks: insertion 2: n/a. Insertion 3: n/a. Hard profile (105 lbs/ft3). Insertion 1: n/a. Insertion 2: n/a. Insertion 3: n/a . The unit failed the soft sawbone phase of testing with a complete stall on the first attempt at 2.60 seconds. No further testing was attempted. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 04/2012 and is approximately 6 years old. The driver had no power because the batteries were depleted. Battery testing confirms depletion. The complaint that the driver failed under a solid green light cannot be confirmed. The driver failed during testing under a red blinking red light. It should also be mentioned that upon receipt the driver displayed a red blinking light when the trigger was activated. No further action required.